Event description:
It was reported that dermatome was not taking skin evenly, only taking skin off from the edges. Patient impact is unknown. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.